Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of conductor wire dislodged to be related to the customer reported complaint. The instrument was found to have a segment of the conductor wire sticking out from the distal wrist. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was damaged and the instrument passed an electrical continuity test. The root cause is attributed to a component failure. In addition, failure analysis found the secondary failure of conductor wire damaged insulation to be related to the customer reported complaint. The instrument was found to have insulation damage on the conductor wire, exposing the internal wires. The damage was located at the distal end. No material missing and no thermal damage was observed. Electrical continuity was tested and passed. The root cause is attributed to a component failure. A review of the device logs for the force bipolar instrument (part# 471405-06 / lot # k10210830-0207) associated with this event has been performed. Per this review of the logs, the force bipolar instrument was last used on (B)(6) 2022 via system serial# (B)(4). There were 10 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The conductor wire is protruding from the distal clevis, but the fae could see some insulation damage leading to some of the wire being exposed. A review of the complaint history does not show any additional complaints related to the product. This complaint is being reported due to the following conclusion: it was alleged that the instrument had conductor wire damage. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the conductor wire on the force bipolar instrument was loose and damaged. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with a hospital staff from reprocessing department and obtained the following additional information: the instrument was inspected prior to use. It was unknown if the instrument collided with any other instrument or tool during the procedure. The conductor wire damage was identified prior to reprocessing process. The reporter does not know if the instrument was inspected for damage after the completion of the procedure. The internal wires were confirmed to be exposed. Patient demographic information was requested, but could not be disclosed due to the hospital¿s privacy policy.